Event description:
Customer reported blood was leaking from the silicone segment upper fitment area during a blood transfusion. The programmed rate was 160ml/hour and the 1 unit of prbcs was infusing into left upper arm PICC line. The user noticed drops of blood on the ground, the door was opened and there was a pool of blood noted in the pumping chamber. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.